Manufacturer narrative:
The device was not returned for evaluation. Imagery was provided for review. The provided imagery was evaluated and revealed the following: flex tip not retracted to triple marker prior to deployment. Flex tip was retracted to triple marker while the valve was partially expanded. Post-retracted of flex trip and re-inflated balloon, the partial expanded valve was pushed toward aorta, and off from proximal valve alignment markers. A second valve was implanted more ventricular. The complaints reported events were confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Additionally, review of complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of the IFU/training materials revealed no deficiencies. As reported, when deploying the valve, the pusher of the commander delivery system was not pulled back. The valve embolized suprannular, but still in contact with the annulus, there was severe pvl. Per the IFU, before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. If the flex tip is not properly retracted prior to deployment, the balloon can become constricted by the flex tip, leading to inflation balloon movement toward ventricular during the balloon inflation or valve deployment, which caused the valve placement too aortic or malposition. Since the deployed valve was malpositioned or too aortic, it could have difficulty to seal the pvl skirt against the target site (native annulus), resulting in paravalvular leak as reported. As such, available information suggests that procedural factors (flex tip not retracted prior to deployment) may have contributed to the complaint malposition event. Available information suggests that procedural factors (thv malpositioned) may have contributed to the pvl complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in australia, during a transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve, during deployment, the pusher on the delivery system was not pulled back and the valve embolized supra-annular leading to severe paravalvular leak (pvl). A second 29mm sapien 3 valve was implanted successfully. The patient was stable post procedure. As per the procedural videos provided, the first 29mm sapien 3 valve remained in contact with the native annulus, therefore there was a malposition of the valve. In addition, a valve-in-valve was performed with the second 29mm sapien 3 valve implanted.

Manufacturer narrative:
Investigation is ongoing. H3 other text : n/a.